Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation. It was noted that the loss of capture and the dislodgment of the right ventricular (rv) lead was observed. Rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.